Manufacturer narrative:
Concomitant medical products: product ID: 977c165; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 10-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient¿s paddle had migrated north to t5 and patient was no longer receiving pain relief. The physician explained that the patient had fallen. No other details were given. The patient was not seen by medtronic prior to surgery being scheduled. Physics. Performed x-rays on an unknown date. A surgical paddle lead revision was performed and the issue was resolved.